Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a power up failure. Error code 14. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a power up failure. Error code 14. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the compressor, scroll, muffler to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.